Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "he struggled with one side, but ultimately he was able to implant" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included hypothyroidism, perineal pain, pelvic pain and nickel sensitivity. Concomitant products included ascorbic acid;ferrous gluconate (iron & vitamin c) since (B)(6) 2017, levonorgestrel (mirena) from 2007 to 2009, levothyroxine sodium (unithroid) since (B)(6) 2017, levothyroxine since (B)(6) 2017 and liothyronine since (B)(6) 2017. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal distension ("bloating"), arthralgia ("joint pain"), fatigue ("fatigue"), alopecia ("hair loss"), memory impairment ("forgetfulness"), feeling abnormal ("brain fog"), feeling cold ("feeling cold") and autoimmune thyroiditis ("hashimoto") and was found to have weight increased ("weight fluctuation,gain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced vision blurred ("blurred vision"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, dysmenorrhoea, abdominal distension, fatigue, alopecia, weight increased, autoimmune thyroiditis and weight fluctuation outcome was unknown and the arthralgia, memory impairment, feeling abnormal, feeling cold and vision blurred was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, autoimmune thyroiditis, dysmenorrhoea, fatigue, feeling abnormal, feeling cold, memory impairment, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per pfs is (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 124 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "he struggled with one side, but ultimately he was able to implant" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included hypothyroidism, perineal pain, pelvic pain and nickel sensitivity. Concomitant products included ascorbic acid;ferrous gluconate (iron & vitamin c) since (B)(6) 2017, levonorgestrel (mirena) from 2007 to 2009, levothyroxine sodium (unithroid) since (B)(6) 2017, levothyroxine since (B)(6) 2017 and liothyronine since (B)(6) 2017. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal distension ("bloating"), arthralgia ("joint pain"), fatigue ("fatigue"), alopecia ("hair loss"), memory impairment ("forgetfulness"), feeling abnormal ("brain fog"), feeling cold ("feeling cold") and autoimmune thyroiditis ("hashimoto") and was found to have weight increased ("weight fluctuation,gain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced vision blurred ("blurred vision"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, dysmenorrhoea, abdominal distension, fatigue, alopecia, weight increased, autoimmune thyroiditis and weight fluctuation outcome was unknown and the arthralgia, memory impairment, feeling abnormal, feeling cold and vision blurred was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, autoimmune thyroiditis, dysmenorrhoea, fatigue, feeling abnormal, feeling cold, memory impairment, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per pfs is (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 124 kgs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-dec-2020: pfs+mr: event medical device removal replaced with events joint pain, fatigue, hair loss, weight gain, memory impairment, brain fog, feeling cold, bloating, nickel allergy, dysmenorrhoea, vision blurred, hashimoto, weight fluctuation device monitoring procedure not performed & device difficult to use added. Reporter, medical history, onset date, severity, outcome, concomitant drug and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of device). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 06-nov-2020: pfs received. Case becomes serious incident and valid: product removal details added. Reporter information added .event details updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.